Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, when dilation was performed, it was noted that the balloon ruptured at 12 atm. The procedure was completed with a different device. No patient complications were reported.